Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left side quick release axle fell apart while chair in use. Client was being pushed by daughter at time of occurrence.